Event description:
The user reported that when the dilator and wire were removed during a fistulagram procedure, the wire had broken leaving the wire coil in the patient. The wire coil was removed using a snare. No additional harm or injury reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The evaluation is in progress. A follow-up report will be submitted when the evaluation has been completed.